Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump also received with cracked case behind the pump near the battery compartment.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose level was 300 mg/dl. Customer also reported that the insulin pump was damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.